Event description:
Information as it was reported to ams indicates that error codes 652, 302 and 202 occurred. The error codes were noted before the start of the procedure. The patient was under anesthesia at the time the error codes occurred. The customer was unable to clear the errors that occurred and the case was canceled. Patient outcome ¿ok¿ reported. There was no report of a patient injury; however the manufacturer is filing this as device malfunction for non-completion of case.

Manufacturer narrative:
System analysis/service repair on october 08, 2014: the ¿errors 652, 302, 202¿ issues were confirmed and determined to be the result of a faulty chiller. The chiller was replaced. The system was tested and verified to meet manufacturer¿s specifications. The chiller was returned to ams on october 23, 2014 and was sent to the supplier.

Manufacturer narrative:
The chiller s/n (B)(4) was returned to ams on october 23, 2014 and was sent to the supplier. Supplier repair on december 03, 2014: the chiller base was damaged and compressor was loose. Chiller control board and ground wire were upgraded; the base was replaced. The filters were replaced after test. The unit was verified to meet atp specifications.